Manufacturer narrative:
E1: patient city: (B)(6). Patient country: korea, republic of. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 09-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed fromtubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 28/sep/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09/mar/2026 against "lot number" "5353036" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 5353036 and the identified failure mode are not associated with any non-conformance report(ncr) orcorrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 09/mar/2026 against "lot number" criteria equal "5353036" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 2. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5353036 was manufactured according to wi- version 86.0 and manufactured in the m10, on 01/jul/2021 with a total of (B)(4) units. The sub-assembly: welding lot 5357798 was manufactured according to the wi version 28 and manufactured in the machine ls06, ls07 and ls11, on 29/jun/2021, with a total of (B)(4) units. Lot 5357799 was manufactured according to the wi version 28 and manufactured in the machine ls06, ls07 and ls11, on 01/jul/2021, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 5357932 was manufactured according to the wi- version 48 and manufactured in the machine ft02, on 25/jun/2021, with a total of (B)(4) units. The sub-assembly: gluing of connector lot 5357790 was manufactured according to the wi-version 32 and manufactured in the machine mp03, on 28/jun/2021, with a total of (B)(4) units. Lot 5357791 was manufactured according to the wi-version 32 and manufactured in the machine mp03, on 29/jun/2021, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in korea republic of. It was reported that patient faced infusion set detachment event on (B)(6) 2023. The site of detachment was tubing quick release connector. The infusion set was in use for about half day. No further information available.